Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had air in line assembly issues where plastic post was busted off the assembly and latching pin had come out or busted. The customer assumed all this damage was from old age, rough use and possibly being dropped. There was no information on patient involvement.

Event description:
It was reported that the pump module had air in line assembly issues where plastic post was busted off the assembly and latching pin had come out or busted. The customer assumed all this damage was from old age, rough use and possibly being dropped. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of ¿pump module had air in line assembly issues¿ was not able to be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the device was not returned for investigation. The bd alaristm system with guardrailstm suite mx user manual v12.3.1 states; do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿pump module had air in line assembly issues¿ was not identified. Inspection and laboratory testing of the device could not be performed because it was not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.